Manufacturer narrative:
(B)(4). Report source (B)(6). Reported event was confirmed by review of x-rays noting a right total hip arthroplasty with a fracture at the tip of the stem. DHR was unable to be reviewed, as the lot number is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent hip revision approximately 10 years post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.